Manufacturer narrative:
(B)(4). The customer's experience of secondary backup into the primary was confirmed. Functional testing performed revealed a faulty check valve with allowed backwards flow. However, after the set was transferred to the supplier for further investigation the failure was not repeated. Supplier testing found the valve to be functioning normally, and disassembly of the valve by the supplier revealed no particulates or other anomalies that would have resulted in malfunctioning of the valve. The cause of the reported secondary backup into the primary was determined to be failure of the backcheck valve, however, root cause of the failure could not be identified. Conclusion: no available code for undetermined or unk cause.

Event description:
Customer reported a secondary fluid was visualized flowing up into primary bag. The set had been on the pt for more than two days and there had been no problem with secondaries. On day 3, when a secondary was hung, it was noted to be flowing freely and upon closer inspection the fluid was identified as flowing upward into the primary bag. Drug infusing was zofran. There was no report of pt harm and or medical intervention required.